Manufacturer narrative:
The attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the device failed as a result of excessive corrosion and debris present in the nose assembly, including nose bearings. The presence of corrosion and debris in the device likely was the result of inadequate cleaning. Due to the extensive corrosive damage, the device could not be repaired and was discarded. A replacement device was provided to the customer.

Event description:
It was reported that during an unknown procedure, the drill attachment was heating up. A backup drill attachment was readily available; the procedure was completed without delay. There was no patient or user injury reported, and no adverse consequences alleged.